Manufacturer narrative:
An event of low blood pressure/hypotension and pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, approximately 4 hours after the end of the left atrial appendage occlusion procedure (laao), the physician reports that the patient experienced symptoms of hypotension. The physician reports pericardial effusion that did not lead to cardiac tamponade and pericardiocentesis was performed. The patient is stable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet was selected for an implant using a 12f amplatzer amulet delivery sheath . Approximately 4 hours after the end of the left atrial appendage occlusion procedure (laao), the physician reports that the patient experienced symptoms of hypotension. The physician reports pericardial effusion that did not lead to cardiac tamponade and pericardiocentesis was performed. The patient is stable.